Event description:
It was reported that during use with the bd vacutainer® ultratouch¿ push button blood collection set, the doctor received a needlestick injury from the used needle. The following information was provided by the initial reporter: needle stick during use. Doctor was taking blood from a patient. Pulled the needle from the vein and activated - at this point the needle caught the doctors finger and penetrated the glove.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed.

Event description:
It was reported that during use with the bd vacutainer® ultratouch¿ push button blood collection set, the doctor received a needlestick injury from the used needle. The following information was provided by the initial reporter: needle stick during use. Doctor was taking blood from a patient. Pulled the needle from the vein and activated - at this point the needle caught the doctors finger and penetrated the glove.

Manufacturer narrative:
Medical device expiration date: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.